Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0039973r, implanted: (B)(6) 2000, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the end of service (eos) alarm was heard and confirmed by telemetry. The eos alarm occurred on (B)(6) 2015. The patient was admitted to the hospital for withdrawal on (B)(6) 2015. The patient experienced nausea, diarrhea, and vomiting. It was stated that the patient had not heard the alarm until the last couple of days. While in the hospital, it was determined that the patient was also had gallbladder problems. The pump was used to deliver bupivacaine and dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.